Event description:
It was reported the atrial lead demonstrated unstable impedance values. The lead was revised and remains in use. The patient is enrolled in the optimization of heart failure management using medtronic optivol fluid status monitoring and carelink network (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable pulse generator (ipg)  (B)(6) 2010; 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
Further information was received and it was reported the atrial lead was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. An out of tolerance subthreshold lead impedance alert was recorded on sep 06, 11, and 26, 2013. Maximum atrial pacing impedance rises and varies from an approximate baseline of 525 ohms the week ending aug 14, 2013 to greater than 3800 ohms the week ending sep 11, 2013.